Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use (eifu) as a possible adverse event of use of the device. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. The patient effect of tissue injury is a known risk of the procedure. Factors that may contribute to difficult to close the foot include, but not limited to, tissue or suture caught in the foot which likely led to the reported device entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional procedure with non-abbott ventricular assisted support. Reportedly, the suture of the first prostyle device was successfully deployed and pre-placed as intended. During use of the second device, the suture was successfully harvested; however, the footplate of the prostyle device was stuck and could not be removed from the patient anatomy. It was noted that vessel damage occurred. A vascular surgeon was called in and cutdown surgery was performed to remove the device. The interventional procedure was completed, with surgical suturing achieving hemostasis and repair of the vessel. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Correction: b5 - describe event or problem: updated for correction to device used.

Event description:
Subsequent to the previously filed report, it was noted that the device named was entered incorrectly in the procedure description. A proglide device was used in the procedure.